Manufacturer narrative:
Initial

Event description:
It was reported that a user applied a new freestyle libre 3 plus glucose sensor that did not initially pair with the ilet, then paired successfully after an agent-guided rescan and received the activation successful alert, followed by standard warm-up; the issue aligned with an incorrect or incomplete pairing procedure, and no device component was implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.